Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant part reported: plate (part 04.111.521, lot 9505457, quantity 1); cortex screw (part 401.764, lot 9504509, quantity 1); cortex screw (part 401.762, lot 9528126, quantity 1); screw (part/lot unknown, quantity 1).

Manufacturer narrative:
Additional concomitant devices (screws) reported. These devices are being reported in addition to the initially reported concomitant plate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to pain and four (4) broken 2.4mm titanium (ti) locking screws (epiphyseal screws). The patient was initially implanted on (B)(6) 2015 with a 2.4mm ti variable angle locking plate, the four (4) aforementioned 2.4mm titanium (ti) locking screws, and three (3) diaphyseal screws including two (2) unknown cortical screws and one (1) locking screw to treat a distal radius fracture of the left wrist. During the (B)(6) 2016 revision surgery the plate and three (3) diaphyseal screws were removed intact. The plate was removed without difficulty and the four (4) broken epiphyseal screw heads were retained in the plate. The shafts of the broken screws were removed easily with forceps by unscrewing them. No fragments were retained in the patient. There was no loosening or instability of the intraosseous screws. The bone stability at the time of the revision surgery appeared to be stable but it was noted that this needed to be assessed by radiograph or scan. The procedure was successfully completed. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
The manufacturer investigation results are as follows. Our investigation shows that one plate and seven screws were received for investigation. Four screws were found broken between the screw head and the threaded shaft. The four broken screw heads are still blocked in the head of the plate. We have forwarded the received broken screws to the responsible manufacturing site for further evaluation with the following results: the device history review could not be performed as no lot number was provided for the broken screws. All relevant and measurable dimensions for the function of the product were measured, and fulfill the specifications. Based on the provided clinical information it is impossible to determine the exact cause of this occurrence. We do suppose that the cause of the breakage is the result of a mechanical overload situation. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.